Event description:
Caller alleged discrepant results compared with the lab for 11 out of 18 patients in (B)(6) 2012 (specific dates not provided). No individual pt info was provided.

Manufacturer narrative:
Investigation pending.